Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use current cartridge. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.